Manufacturer narrative:
(B)(4).

Event description:
A generator was received after replacement related to battery depletion and high impedance (captured in MFR. Report #1644487-2018-00667). Product analysis was completed on the returned generator the generator was received in end of service condition. Premature battery depletion was identified. This was determined by review of the generator's internal data which showed a discrepancy between the battery voltage (1.550 v, end of service condition) and the percentage of the battery consumed (45.267% battery life expected consumed) . It was known that end of service condition was observed prior to replacement, so the end of service condition cannot be attributed to post-explant activities. Visual analysis showed contaminates on the trimmed edge of the pcba and the generator failed multiple post-burn electrical tests. After the contaminates were removed, the generator performed according to the post-burn electrical test. Review of the generator's device history records showed that the generator passed final quality and functional tests. The generator was determined to be laser-routed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed conductive debris likely occurred from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.